Event description:
The knife in the alcon total plus pak with accurus 2500 probe pak (B)(4) lot #14036022x-2014-11, was bent and broke off in the patient's right eye during surgery. The broken piece was obtained and new supplies were opened and used on patient.